Event description:
A distributor reported an end user experienced an issue when using a 19cm solero applicator. A patient presented for a microwave ablation of a liver tumor. The applicator was tested for 1 minute at 60 watts. The unit was set at 100 watts for 6 minutes for the procedure and the applicator was placed. When turning on the microwave machine, it presented error code 209 - heating greater than 52 degrees celsius, asking to change the serum bag and turn off the machine for 2min. The user shut the unit off, and restarted, however the error did not clear. This was attempted for a total of 5 times, all unsuccessful. Angiodynamics' representative was contacted, who assisted with troubleshooting the user over the phone, however this was unsuccessful. Due to the persistent error 209, it was determined to abort the procedure, however, the treating physician decided to try a competitor product as the patient was already sedated, intubated, and had contrast media to perform the ablation. The procedure was completed with the competitor "radiophrench" device. The patient did not experience any adverse effects, harm, or require medical intervention because of this incident. Post procedure, the 19cm solero applicator was tested. At the time of the test, the machine obeyed and executed the cycle until it was completed (100w/2min) - power used on test. Additional information provided reported the procedure was prolonged greater than 30 minutes while the applicator was inside the patient and unit turned on, while attempts to resolve the issue were made. This event meets the criteria a reportable adverse event; patient safety risk due to prolonged procedure greater than 30 minutes (extended sedation).

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Manufacturer narrative:
Returned for evaluation was one 19cm probe. As received, no visual defects were noted. The probe was connected to the lab testing generator. The device was recognized, and the pump was activated. Test ablations were performed, and the results are as follows: failed for high reflected power (hrp) error message. No error 209, as reported, was observed. The customer's reported complaint descripiton of an error 209 could not be confirmed. The root cause of the customer experience with this probe could not be definitively determined. An error 209 message can occur when the probe cartridge is not properly connected to the generator nest such that there is a continuity issue between pins in the cartridge and pin pad of the nest. Contributing factors to this include pins that are stuck inside the cartridge housing, generator nest is dirty, and/or cartridge is not fully seated in the generator nest. Since returned probe had no issues related to connecting to solero generator in complaint lab and t/c functioned, these contributing factors are likely root cause for the customer experience with this probe. The high reflected power (hrp) warning message observed during initial probe testing at 140w is not related to the error 209 issue and was not reported by the customer. Previously returned probes for events reported as hrp, have had saline inside them due to initial use, and during return transit, this fluid can migrate into probe connectors (mcx/n-type) and trigger a hrp error. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. Inspect the solero applicator's pre-attached tubing sets prior to use. Do not use the device if the tubing sets have any evidence of damage (e.g. Kinks, cracks, etc.). Obtain a minimum of 1000 ml of sterile chilled saline. 3000 ml chilled saline may also be used to increase the amount of time before the cooling reservoir needs to be replaced. Sterile fluid should be chilled prior to procedure. To attach the single use tubing to a chilled-fluid delivery and collection system, remove the cap on tubing set spike and insert spike in the saline source, being careful not to puncture through the saline source. To ensure proper fluid movement hang the saline source higher than the generator (such as on an IV pole). Load the tubing set into the solero generator pump. The pump clip on tubing should be loaded into the pump clip holder on the left side of the pump and then close the pump housing cover. Prime the tubing set by turning the pump on and making sure there are no air bubbles present in the tubing set and in the saline bag prior to placing the device in the target tissue." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference: (B)(4).